Event description:
It was reported by service that the head left siderail will not lock in up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link.